Event description:
During an incident in 3/01 involving female patient in cardiac arrest found with CPR being performed by her son, this defibrillator failed to shock. The patient was transported to a hospital. The report from the fire department is a poor copy, not clearly legible, but states the module and battery were changed at tour and charger did not work properly - but did activate?